Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced surgical revision, the patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced migration, pain, erosion, and recurrence.. Post-operative patient treatment included revision surgery.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a repair of right inguinal hernia with mesh. He had revision surgery 2 years and 3 months prior for the same repair. The patient experienced surgical revision, pain, erosion, and recurrence.